Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 33mm epic valve was selected for implant in a patient with heart failure. After the device was implanted, it was noted that cardiac contractions after removal of extracorporeal circulation did not occur. It was noted that there was a rupture of the left ventricle. The patient went into cardiac arrest. The physician decided to explant the 33mm epic valve and implant a 27mm epic valve. The 27mm valve was implanted successfully and performing as intended. The patient was in intensive care unit for 48 hours and then passed away on (B)(6) 2022. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of rupture of the left ventricle, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. H6. Health effect impact code : previously reported code 4446 heart failure/congestive heart failure no longer applies and has been replaced with 2513 cardiac perforation.